Manufacturer narrative:
Product complaint # : (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The examination under magnification of the returned embotrap device showed no evidence of damage or deformation to the outer cage and inner channel stent assembly. The distal coil showed evidence of deformation with the coil becoming elongated. The proximal coil showed evidence of multiple offset coils. The adhesive bond between the device shaft and the proximal collar of the outer cage component appeared present but not intact. This damage was potentially caused by the device being pushed or pulled against resistance within the insertion tool. No damage to the device was indicated in the complaint report however the device was returned stuck in the insertion tool and the conditions of the stent portion could not be confirmed before disinfection. It is possible that the damage to the stent portion was caused during the investigation i.e. During device removal from insertion tool after disinfection. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured. The returned embotrap device was successfully retracted and advanced through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters and compatibility with the 0.025¿ ID insertion tool. Visual inspection of the returned insertion tool showed evidence of flattening on one end between approximately 21mm and 38mm from the tip. A 0.023¿ pin gauge could not be advanced past the flattened area. A review of the manufacturing documentation associated with lot 21c105av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint event stated that the embotrap was ¿impeded in the introducer sheath and could not be pushed into the microcatheter¿. An attempt to advance the returned embotrap through the returned insertion tool was not possible due to high resistance felt at the flattened area. Therefore, the complaint event is confirmed as the embotrap could not be advanced fully through the insertion tool. However, the returned device could be successfully inserted into and deployed from a sample insertion tool. Potential cause of the complaint event is over-exertion of pressure when handling the insertion tool with the embotrap device within. However in this case the damage to the insertion tool was not able to be recreated, therefore the root cause is undetermined. Whilst the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a machinal thrombectomy procedure, an embotrap ii 5x33 revascularization device (et007533, 21c105av) became impeded in introducer sheath and could not be pushed into the unspecified microcatheter (mc). The physician retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information received on 09-nov-2024 indicated that it was not necessary to remove or replace the microcatheter. There was no damage to the device. There was nothing noted to be obstructing the introducer. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. There was no excessive force applied to the device.